Manufacturer narrative:
H3: product analysis ((B)(4)): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis will be performed. This ba0010faa easydrill cranial perforator with unknown lot number was manufactured by micromar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when six units of the perforators were opened, they did not work. The white component where the drill connects to the trepan was found to be dismantled. No patient impact has been reported. Additional information regarding the patient impact was being followed up from the facility.

Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as customer refused return or customer discarded the device. If the device is returned in the future, product analysis may be performed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.